Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
A healthcare provider reported infection. They stated they thought the MRI was related to infection, but they had no details. The medication infused was unknown.